Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, priming test, excessive no delivery test and displacement test. There were no traces of moisture at the electronics or motor assemblies per visual inspection. The insulin pump was received with broken battery tube threads and broken reservoir tube lip. The insulin pump was received with corroded battery tubes, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked belt clip slot corroded battery tubes and minor scratches on the lcd window.

Event description:
Customer reported via phone call cosmetic damage and high blood glucose levels. Customer's blood glucose level was 571 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for high blood glucose was performed. Customer advised that the metal piece fell out of the battery compartment and there was battery corrosion inside the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.